Event description:
Baxter received a report stating that advanta 2 frame siderail was falling off the frame. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the siderail screws were stripped and holes were too worn. Per the baxter service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on february 7, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the whole new right siderail and caregiver controls to resolve the reported event. Based on this information, no further action is required.